Event description:
It was reported that the customer was in a car accident while he was wearing the insulin pump. Caller stated that the customer was hospitalized due to the car accident. Caller stated that the insulin pump and supplies were lost during the accident. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the unit showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.